Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, the patient's infusion set's tubing came off while she was sleeping. Therefore, she gave herself a shot as her blood glucose level was usually in 400 mg/dl range. No further information available.